Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - pump lost power during patient transport. Per biomed: pump was switched out within 5 minutes, intra-aortic balloon pump (iabp) therapy was completed as planned. No patient complications or other intervention required. Findings/action taken: battery sent to and replaced by hospital biomed. Biomed also advised to make sure staff keeps pumps plugged in when not in use. The pump is back in service.